Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor was displaying service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 belt/monitor unusable) has been confirmed. Upon receipt the trunk cable connector was broken from the trunk cable. The cause for the service code 204 was the broken trunk cable connector. The root cause for the broken trunk cable connector cannot be positively determined but is likely physical abuse. No adverse event occurred due to the broken trunk cable connector. The pt was issued a replacement electrode belt.